Event description:
It was reported that the patient had had very little improvement since the trial began yesterday. The patient turned it up to 10v today and felt stimulation at the lead insertion site, but not in the bicycle seat area. It was not painful at all. The programmer training was ineffective because the patient was still under the effects of anesthesia. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).